Manufacturer narrative:
Manufactured january 26, 2016 - january 29, 2016. The sample was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed and fluid was observed inside the bag containing the unit. A functional test was performed and no leak was observed. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a singleday infusor leaked during storage. The infusor was filled with a total volume of 46 ml of fluorouracil and naci. There was no patient involvement. No additional information was available.